Manufacturer narrative:
(B)(4): evaluation, results - (based on the information provided, no root cause can be determined); (gi bleed).

Manufacturer narrative:
Medication was changed as treatment for the bleed event. (B)(4).

Event description:
Two endeavor rapid exchange drug eluting stents were deployed in the distal and mid right coronary artery, resulting in 0% stenosis. Ivus confirmed complete apposition of both stents to the vessel wall. Approximately two weeks post stent implant, gi bleeding was observed. Bleeding from diverticula of colon was suspected. Patient was re-hospitalized and treated with medication. The cause of the bleed was unknown. It is reported that there is no relationship between the product, zotarolimus, or procedure. Patient is reported to have recovered. No additional clinical sequelae were reported. Reference MFR report numbers 9612164-2010-00764.